Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer heard a "pop" noise towards the bottom of the cartridge during the fill sequence. The customer began to experience hyperglycemia symptoms due to this issue; however, no blood glucose (bg) level was provided as the customer declined to test. Reportedly, the customer reverted to manual injections for insulin therapy.